Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise on the shock channel and low intrinsic rv amplitudes. At a subsequent in-clinic check, the noise was able to be reproduced with isometrics. It was also noted that some p-waves appeared to be intermittently oversensed by the rv lead which explained the low r-wave amplitudes. An x-ray performed revealed that the rv lead was dislodged. Subsequently, the rv lead was repositioned with success. The lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.